Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed alert code 38 for consecutive stalled motor during a supply change, persisted after multiple restarts, and the user experienced elevated blood glucose, with a highest reading over 300 mg/dl for a few hours without backup therapy or ketone testing. Symptoms included hyperglycemia. Outcomes included temporary impairment due to elevated glucose requiring user monitoring. Investigation included remote technical review and case assessment. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.